Event description:
It was reported that the physician was attempting to treat a lesion in the lad which exhibited stenosis and calcification in a tortuous vessel. During the surgery, the lesion was pre-dilated, but the device failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the hypotube was slightly kinked. The distal tip was flared. The 8th proximal segment was misaligned and slightly raised. The 2nd distal segment was pinched inwards, the 5th, 8th, 12th and 13th distal segments were misaligned and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (stenosis and calcification in a tortuous vessel). Inherent risk of procedure (stent deformation). Deformation issue. Conclusion results: device failure related to patient condition (stenosis and calcification in a tortuous vessel). Known inherent risk of a procedure (stent deformation). (B)(4).